Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. The customer changed supplies and resumed insulin therapy. Occlusion alarms have continued and the customer removed the pump and reverted to manual dose injection.